Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol may have caused or contributed to the reported event. The attorney alleges that the patient had a recurrence, infection and adhesions; however, no details have been provided. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿the cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing and sterility records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2005, patient underwent surgery for repair of an incisional hernia. As alleged, a bard/davol composix e/x was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2010, patient underwent an additional surgery. A laparotomy for bowel obstruction with extensive lysis of adhesions and repair of recurrent ventral hernia was performed. It is alleged by the patient's attorney that on or about (B)(6) 2011, patient underwent an additional surgery to again, repair the recurrent ventral hernia and a debridement of infected mesh. Patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. Patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective composix e/x.